Event description:
Reportedly, the pacemaker was observed to be pacing at a lower rate then programmed. While the patient was hospitalized for dialysis treatment, his heart rate was found to be 46 min-1 on ECG while the pacemaker was programmed to operate at 70 min-1. A pacemaker check was then performed, which confirmed that the device was pacing at 46 min-1 and there was no sign of oversensing. There were no abnormalities in the ventricular threshold, in the ventricular lead impedance, or in the battery status. Preliminary analysis did not reveal any irregularities.

Event description:
Reportedly, the pacemaker was observed to be pacing at a lower rate than programmed. While the patient was hospitalized for dialysis treatment, his heart rate was found to be 46 min-1 on ECG while the pacemaker was programmed to operate at 70 min-1. A pacemaker check was then performed, which confirmed that the device was pacing at 46 min-1 and there was no sign of oversensing. There were no abnormalities in the ventricular threshold, in the ventricular lead impedance, or in the battery status. Preliminary analysis did not reveal any irregularities.